Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was an ECG cable fault. There was no patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the 3 lead ECG trunk and 3 leadset. The customer ordered these replacement parts in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.